Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The device exhibited post-paced t-wave oversensing and was noted on a stored egm. The device was reprogrammed. The patient was fine prior to and after programming changes.